Event description:
A user facility reported that the lma was inserted and as the clinician was trying to inflate the mask, the valve came out of the pilot balloon. The mask was removed and replaced with another. There was no patient injury or problems. The mask has been returned to lma north america and will be forwarded to the manufacturer for evaluation.